Manufacturer narrative:
Concomitant medical products: utrition, (B)(4). Associated mdrs for the three devices: 3006425876-2022-00786 and 3006425876-2022-00785.

Event description:
Customer reports "within five days three cvcs on three different patients have dislocated (migrated) as the catheter slipped out of the retaining clip.". Customer reports the surface of this batch feels slippery. It was reported the catheters were "in place for a maximum of 2 days and were placed as part of an operation". The cvcs were fixed with a suture at the box clamp twice. It was reported there was a delay in therapy as the catheter was lost and "on one patient, medication therapy could not be infused properly either". The catheter was replaced with a peripheral intravenous catheter and parenteral nutrition was changed to a peripheral venous cannula. The patient's condition was reported to be fine.

Event description:
Customer reports "within five days three cvcs on three different patients have dislocated (migrated) as the catheter slipped out of the retaining clip.". Customer reports the surface of this batch feels slippery. It was reported the catheters were "in place for a maximum of 2 days and were placed as part of an operation". The cvcs were fixed with a suture at the box clamp twice. It was reported there was a delay in therapy as the catheter was lost and "on one patient, medication therapy could not be infused properly either". The catheter was replaced with a peripheral intravenous catheter and parenteral nutrition was changed to a peripheral venous cannula. The patient's condition was reported to be fine.

Manufacturer narrative:
Continuation of d11: (B)(4). Associated mdrs for the three devices: 3006425876-2022-00786, 3006425876-2022-00785, 3006425876-2022-00784 the actual device was not returned; however, the customer provided one video for analysis. The complaint of a catheter migrating was able to be confirmed by the video. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure , staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Minimize catheter manipulation throughout procedure to maintain proper catheter tip position." The customer report of a migrated catheter was confirmed by visual inspection of the customer supplied video. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.